Manufacturer narrative:
Complaint was filed with no contact information, so we were unable to contact the user. Device was not available for inspection.

Event description:
Today when we were using it ,the gate belt broke. She slipped. She did not get hurt because I was there.